Event description:
It was reported that the patient was experiencing ineffective therapy, and that the system never provided relief. Troubleshooting took place but was unsuccessful. The patient had pain while moving, but the patient had no pain while sitting down. Surgical intervention may take place at a future date to address the issue.

Manufacturer narrative:
Date of event estimated.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.